Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical labs. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The abbott field service engineer (fse) found that the m2000sp liquid waste sensor optical window had fallen out of the sensor. There was no problems in the sensor functionality. No discoloration, traces of combustion, or overheating of the sensor was observed. The fse replaced the liquid waste sensor according to (B)(4).

Manufacturer narrative:
Abbott molecular has taken a field action ((B)(4)) to address this issue. The attached document ((B)(4)) highlights the root causes of the issue.